Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 589mg/dl, 585mg/dl and insulin pump alarmed for insulin flow block. Customer¿s current blood glucose of 474mg/dl which went down to 410mg/dl. Customer was treated with insulin pump. Customer had symptoms like feeling thirsty. Customer stated that the drive support cap was flush. Customer reports insulin exited at the quick release. Customer passed self test and displacement test. Insulin pump will not be return for analysis.